Manufacturer narrative:
The customer's complaint of a leak at the connection could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the connection of two IV sets during an unspecified infusion. Although requested, additional information has not been provided; there is no report of patient harm.